Event description:
It was reported that the instrument along with the connector worked absolutely great during the surgery but after, when the connector was being removed it was stuck in the instrument. Different people tried but none managed to remove it. They all are experienced users. In order to try to remove the connector, they removed the plastic on harmonic instrument and took it apart, despite this, they did not manage to remove the connector.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received disassembled and the mount attached to a har device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. Upon inspection of the internal components it was noted that the acoustic isolator was torn. It is possible that the cracked nose cone caused the disassembly reported issues. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.